Event description:
The complainant alleged that while monitoring a pt, age and gender unknown, the device had no video display. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction.